Event description:
It was reported that the customer went to the emergency room with an elevated blood glucose (bg) level of over 500 mg/dl and ketones. The customer alleged that the pump did not deliver a bolus. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.